Event description:
The customer reported an excessive amount of insulin exited and the numbers did not appear during the manual prime. It was stated they changed the entire set three times with the same results. Instructed to revert to back up plan of manual injection. Few days later it was notified that the customer was hospitalized. The customer lapsed into a coma and did not remember having problem with the pump. A replacement pump was requested. The customer was no longer in a coma but was still in the hospital at the time of call.